Event description:
It was reported that the catheter was being used in the coronary care unit for a femoral catheter placement. After the puncture, the physician inserted the guidewire. The guidewire broke in the middle and hurt the physician¿s finger. As a result, the wire was totally removed and a new kit was used successfully for the pt. There was no delay in treatment, no pt death, and no pt complications were reported. The pt is doing well. On (B)(6) 2012, follow up information states there was no medical intervention necessary. The physician was hurt but did not cut his finger. It was confirmed that the swg broke into two pieces outside the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.